Event description:
It was reported that the device was used during a bleb resection. The device would not open the jaws when peri-strips were used. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged articulation gear. Evaluation summary: the device was received with the articulation mechanism damaged. The device was received with a fully loaded with staples reload. The returned device was tested for functionality with the returned reload on the centered position and staple formation was conforming, the device fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device could not be tested on the left and right positions due to the broken articulation lever. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. Event could not be confirmed as the device opened and closed without any difficulties. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.